Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Interrogation noted that this device and left ventricular (lv) lead exhibited high out of range pace impedance measurements. The plan was to continue monitoring the system. No adverse patient effects were reported.